Event description:
Patient felt symptoms had worsen. They were having more output which was not improvement. Patient was assisted with switching to program 1, amp 0.7, comfortable stim felt on right side of vagina. Patient had been spotting after self-cathing. Patient was not sure if this was normal or not. Patient had the stim up to 0.7 and it was uncomfortable. Patient lowered the stim to 0.5 and stated that it was comfortable. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.